Event description:
The recipient reportedly is experiencing recurring infections for the past year. The recipient presented with erosion of the posterior canal wall. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics does not consider this event to be reportable. The recipient was reportedly not explanted and is using the device. This is the final report.